Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. This complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory was missing from the final count at the end of a surgical procedure. At this time, the location of the mcs tip cover accessory is unknown. The site planned to perform a CT scan on the patient.

Event description:
It was reported that after completion of a da vinci-assisted hemicolectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was missing. The customer reported that it was unlikely that the mcs tip cover accessory was in the patient, as they have video evidence that it was still on the mcs instrument when it was undocked; however, the mcs tip cover accessory was not in the final count. There was no reported injury. Intuitive surgical, inc. (Isi) followed up on 1/14/2020 and obtained the following additional information: the mcs instrument and mcs tip cover accessory were inspected prior to use and no damage was noted. The mcs tip cover accessory had been properly installed with the installation tool. The mcs instrument had been in use for 3 to 4 hours and there were no issues noted with instrument functionality. There were no instrument collisions. No lubricant was used on the mcs instrument at any point. Upon removal from the cannula, the mcs instrument wrist was straightened and there was no resistance. After the event no damage was noted on the mcs instrument, mcs tip cover accessory, or cannula. After completion of the robotic portion of the procedure, the patient¿s stoma was created using standard laparoscopic techniques. The tip cover accessory was not found during the final count of the procedure and is not available to be returned to isi for evaluation. The site planned to perform a CT scan on the patient. The patient was discharged with no post-operative complications, and is continuing to recover as expected.

Manufacturer narrative:
67/4315- intuitive surgical, inc. (Isi) obtained the following additional information on 18-aug-2020 and 27-aug-2020: the procedure was recorded; however, the video was not available for review by isi. The monopolar curved scissors (mcs) instrument is available for return to isi for evaluation. The mcs tip cover accessory was installed with the installation tool and without the use of electrolube. The mcs tip cover accessory appeared to be properly installed and the orange surface of the instrument was not visible. The mcs instrument was in use for 7 hours and the surgeon did not notice any issues with functionality of the mcs instrument. The surgeon did not find the mcs tip cover accessory during laparoscopic exploration and the procedure was delayed by more than 30 minutes. The patient returned on (B)(6) 2020 for diagnostic laparoscopy and removal of the mcs tip cover accessory. The mcs tip cover accessory was removed laparoscopically. There were no injuries noted. A small split on the mcs tip cover accessory was noted when the event occurred. An x-ray was not performed as the mcs tip cover accessory is not radio-opaque. The patient is 56 years old, male, date of birth is (B)(6) 1963.

Manufacturer narrative:
Additional information can be found in the following sections: b2, b6, g4, g7, h2, h10. 67 / 4315- intuitive surgical, inc. (Isi) obtained the following additional information on (B)(6)2020 and (B)(6)2020: a CT scan was performed and the monopolar curved scissors (mcs) tip cover accessory was found to have been left inside the patient. It was found along the descending colon. The patient was reported to be doing fine. A surgical procedure was planned for (B)(6)2020 to retrieve the mcs tip cover accessory from the patient. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report. A follow-up MDR will be submitted if additional information becomes available. A review of the site's complaint history showed no other complaints related to this mcs tip cover accessory. No image or video investigation was required as no image or video clip for the reported event was submitted for review. A review of the logs was not performed, as there are no logs available for the mcs tip cover accessory. This complaint remains reportable due to the following conclusion: it was alleged that the mcs tip cover accessory fell into the patient. A subsequent unplanned surgical procedure was scheduled for (B)(6)2020 to retrieve the mcs tip cover accessory from the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6. 4315- intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The monopolar curved scissors (mcs) tip cover accessory was put on a mcs instrument and onto a system. The mcs tip cover accessory did not fall off the instrument while on the system. Additionally, the tip cover was found to have tearing at the mouth on the distal end. The tears are axially aligned with the mcs tip cover accessory and measured from 0.069¿ to 0.162¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses.

Event description:
Refer to h10/h11 for follow-up information.